Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his pre-meal blood glucose was 177 mg/dl, then he ate about 21 grams of carbohydrate and took the appropriate meal bolus. Two hours later his bg 336 mg/dl. He removed the pod and noticed that the cannula was kinked. He took a manual injection of 8 or 10 units to correct his high bg.